Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient experienced loss of stimulation due to the ipg being inoperable (date of event unknown). The patient stated, the ipg was used/charged about a month ago. A sjm representative confirmed the communication issue between the ipg and multiple external devices. As a result, the ipg was explanted and replaced. Additionally, during intraoperative testing the system diagnostics revealed high impedance on the lead (MFR. Reference report # 1627487-2015-07441).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.